Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia requiring defibrillation and intubation. The patient was positive for heparin induced thrombocytopenia and was treated with bivalirudin. No patient harm was reported.